Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer stated they have tried different cannula lengths and infusion sets. Troubleshooting was not completed as the customer was unable to perform the high pressure test. Customer was advised to call back to complete troubleshooting. Customer's blood glucose was 150 mg/dl. No additional information provided.